Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path from the device, and that the device has a strange odor and taste. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path from the device, and that the device has a strange odor and taste. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer received additional information that the patient describes seeing white particles in their device, saying "I put part of a covid mask between the outlet and the hose and white snowflake particles have been on the improvised filter". The patient has stopped use of the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the previous report risk statement was missing. The affected products with field complaints alleging pe-pur foam degradation have undergone the establishment of complaint codes specifically identifying foam degradation, for dreamstation go. A field correction action(2021-06-a) was initiated, and medical device recall letters were issued. A field action was initiated to replace pe-pur foam in affected products; degradation was added to the respective dfmeas and the risk management file¿ ER 2228732 v11(sojourn risk matrix) was updated to include hazards associated with foam degradation based on complaints analyzed through various health hazard evaluations (hhes). Risk tags ¿ degrad02, irrit05 reflected the safety risk assessment of design containing the affected pe-pur foam. These complaints were monitored and trended in accordance with the complaint trending procedures. If the complaints were determined to meet the criteria for escalation, they were escalated for risk assessment through the post market clinical escalation process. As of the date of submission for this report, there is no indication that complaints for the failure in question have led to unacceptable levels of severity or probabilities of harm, and therefore no further action will be pursued. In this report risk statement was updated/corrected.

Manufacturer narrative:
The manufacturer received new and relevant information on 04/16/2026. The device was returned to the manufacturer¿s product investigation for investigation. During the pil investigation observed dust like contamination had inside the cover and air outlet port. Air inlet filter and air inlet filter area had dust-like contamination on it. Air inlet baffle had dust-like contamination on it. Black dust-like contamination (inconsistent with degraded sound abatement foam) in the bottom enclosure. White dust-like contamination was in the bottom of the blower box. Pil used a fitt (foam integrity test tool) to probe the sound abatement foam, that was reachable and was not able to confirm the presence of degraded sound abatement foam. Visually, the sound abatement foam looked intact and had some dust on it. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. Pil was not able to confirm the complaint or address the symptoms specified.